Manufacturer narrative:
(B)(4). Field service specialist did a system check. Verified system operating properly and confirmed laser operated correctly during surgery. The system meets specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon was not able to lift both flaps as patient had loose epithelium sloughing and vertical gas breakthrough (vgb). It was mentioned that patient was squeezing both eyes. Surgeon used bandage contact lens (bcl) in both eyes and will have photorefractive keratectomy at a later date. It is thought that the vgb may be due to a patient anomaly.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.